Event description:
It was reported that a ti matrixneuro screw that stripped and broke during surgery. It was reported that the surgeon was performing a craniotomy procedure recently (exact date unknown) and while inserting the screw, it stopped advancing into the patient¿s bone about halfway up the body of the screw. The screw became stripped as the surgeon was removing the screw and then became stuck in its position. The surgeon was forced to cut the screw to attempt to remove it from the bone and a portion of the screw was left in the patient¿s bone. The date of surgery is unknown. No patient information is available. There was a five to ten minute delay in surgery. The devices will not be returned. The surgeon removed the broken screw, repositioned the plate, inserted a new screw and surgery was successfully completed. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Date of event: unknown. Device broken during insertion; device was not implanted/explanted. Without a lot number, the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.